Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the tip of the device damaged? How long was the procedure prolonged? Was the hospital stay extended longer than normal for this type of procedure?

Event description:
The device (permanent clip) is defective in the tip. The released clips were poorly formed. The clips are puncturing vessels and damaging structures (in this case the graft). There was a delay in the procedure. Currently the patient is in good health. To mitigate the problem: sutured manually. Procedure: bypass coronary ¿ CABG.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the lx107 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.